Manufacturer narrative:
The associated device was returned and evaluated. The compression screw was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The head and threads on the returned compression screw are damaged from use. The device was manufactured in 2019. The lag screw was not returned. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per subsequent e-mail, no relevant clinical information will be provided for inclusion in this medical investigation. Per communications, the condition of the patient is unknown. Therefore, without the requested clinical information, neither a root cause of the reported failure nor patient impact can be determined. Should any additional medical information be provided, this complaint will be e-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. This issue was evaluated through our internal quality process and determined to be isolated at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to a compression screw coming out. Primary was performed on (B)(6) 2020 and revision on (B)(6) 2020. It is unknown the state of the patient. No more information provided at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.